Manufacturer narrative:
Device history record review of this manufacture lot showed there were no non-conformances that would have resulted in failure of the needle. This manufacture lot was fatigue life cycle tested showing with 95% confidence that 99% of the population would have a life cycle equal or greater than 24 cycles. Further questions were asked via e-mail and it was revealed the needle tip was successfully removed and there were no adverse consequences. The physician had experience with the suture passer and was using #2 suture as stated in the instructions for use. It was stated that the tissue grasped by the suture passer was very thick at the time of the incident. The product was discarded at the time of the incident and is not available for further investigation. The most probable cause found during this investigation is the thicker tissue that was grasped at the time of the incident. Thicker tissue could result in more force being encountered by the needle which may have contributed to the needle breaking. The were no factors encountered during the investigation that show the cause of the incident was related to manufacture or design of the product. Location of event: USA. Device was unavailable for return.

Event description:
Rp360 needle tip broke. Passed suture noticed metal was floating in the shoulder. No replacement device used. Product will not be returned was thrown away.